Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, b5, g3, g6, h10. 1. Event description: it was reported the patient underwent a right hip procedure on (B)(6) 2015. Subsequently, the patient alleges onset of groin pain on (B)(6) 2020. Harm: s2 - pain or ache, minor. Hazardous situation: unknown. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Medical records: initial operative note provided in finnish with redacted information. Op note was translated and reviewed with no complication noted. 3 x-rays attached also within the medical record, which all appear from the initial operative timeframe. As the reported event of pain occurred approximately 5 years later, review of these images would not support investigation as it does not represent current review of the implants. 3. Product evaluation: no product was returned; as the device remains implanted. 4. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. 5. Conclusion: it was reported the patient underwent a right hip procedure on (B)(6) 2015. Subsequently, the patient alleges onset of groin pain on (B)(6) 2020. The device remains implanted. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Pain cannot be related to a single specific failure mode. Further, based on the medical records provided the reported event of pain cannot be confirmed. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is cmp-(B)(4).

Manufacturer narrative:
Concomitant medical devices: item number: 00151504636, item name: liner and shell with plastic barrier 36 mm i.d. 46 mm o.d., lot # 63028144. Item number: 00771100440, item name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 4 extended offset reduced neck length, lot # 62797379. The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. No surgical report or x-rays were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Attempts to obtain additional information have been made; however, no more is available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Note: this is a split case with zimmer inc., warsaw reference number (B)(4)., 0001822565-2021-00863 and 0001822565-2021-00864.

Event description:
It was reported the patient underwent a right hip procedure on (B)(6) 2015. Subsequently, the patient alleges onset of groin pain on (B)(6) 2020. No revision surgery has taken place yet.